Manufacturer narrative:
As reported, a 5f 65cm 8 side holes (8sh) super torque marker bands (mb) diagnostic catheter separated inside a patient. The physician was able to remove the retained segment of the catheter. The device was used during the repair of a ruptured abdominal aortic aneurysm (aaa). The user is experienced in using the marking pigtail catheter. There was no reported patient injury. The product was not returned for analysis as it was discarded. A product history record (phr) review of lot 17950128 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Based on the limited information provided, it is not possible to draw a clinical conclusion between the device and the reported event. Without the return of the device or images for analysis, the reported customer event ¿catheter (body/shaft)- separated - in-patient¿ is not confirmed. Procedural/handling factors such as entrapment of the catheter between other endovascular devices and the vessel wall may have contributed to this issue. Although not intended as a mitigation of risk, information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), ¿manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures could result in the marker bands moving along the catheter. In extreme cases, marker bands may come off the catheter and dislodge into the vascular system. Avoid entrapment of the catheter between other endovascular devices and the vessel wall.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a part of a 5f 65cm 8 side holes (8sh) super torque marker bands (mb) diagnostic catheter snapped inside a patient. The physician was able to get it out. There was no reported patient injury. This was for a ruptured abdominal aortic aneurysm (aaa) case. The device will not be returned for evaluation as it was already discarded. Photo is available for review.